Event description:
The customer's mother reported via phone call indicating that he was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer's blood glucose was 435 mg/dl. The customer was admitted to hospital and treated. After troubleshooting was done, customer's mother wil fill up with doctor to assess reason/cause for high blood glucose readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.